Event description:
A (B) (6) pt called into lifecor customer support to report that his response buttons were not working. The device is prompting him to press the response buttons, however, they are unresponsive. Support sent a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B) (4) has been completed. The reported problem was confirmed. Upon inspection, the monitor's front response button was found to be operating intermittently. The cause for the intermittent response button was a break in the conductive trace in the flex tail of the response button. The cause for the break in the conductive trace of the flex tail was due to the routing of the wires from the backup battery. The backup battery wires became trapped between the battery and the response button flex tail, causing a crack in the flex tail. The root cause for the wire jam cannot be positively identified, but was likely a result of an assembly error. No adverse event resulted from the wire routing problem. The pt received a replacement monitor.